Event description:
It was reported that there was image disruptions while using the video scope. The issue was found during preparation for issue and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "image disruptions" was confirmed. The video cable is broken and therefore stripes in image occur. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and the outer tube has a dent. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was image disruptions while using the video scope. The issue was found during preparation for issue and there were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. Three good faith efforts were made to obtain additional information; however, no response received from the customer. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.